Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found inside the blower kit. Additionally, the service technician also noted an error code e065 (err stuck encoder a) and e066 (err stuck encoder b) and found contamination from dust. The device was scrapped by the service center after the evaluation was completed.